Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that almost two weeks ago noticed that experienced the opposite issue of symptoms,  not having a bowel movement and said has to take a laxative. They said that noticed that sometimes doesn't feel the stimulation sensation. One day had a bad pain in their s tomach and then they had a bowel movements all day long and then didn't go for six days and now it has been another five days and patient hasn't had a bowel movement yet. When asked, no changed to diet or medications and patient said hasn't had any falls or trauma. The hadn't made any adjustments as said needs instruction in how to plug in the recharging cable tothe external devices. They called back with their external devices charged. They stated they didn't think their implant was working for their symptoms and that they were constipated and that they've been having to take medicine recently. The patient stated conflicting information about their symptoms: initially they stated the constipation was a new development for them, but they also stated that they had the implant for their colon and it was to help them go to the bathroom because they weren't able to have a bowel movement. The patient denied having had any recent therapy setting changes and stated they thought the device/therapy was no longer working because they used to be able to feel "it down" their "leg and everything before" but they couldn't feel it now. Reviewed stimulation considerations with the pat ient and walked the patient through connecting to their settings. The therapy was on. Patient services reviewed therapy expectations and programming considerations with the patient. The patient stated they didn't want to change to a new program at this time because that was "too much" for them. They stated they were just going to leave the setting where it was and follow up with their health care provider (hcp).